Event description:
It was reported that the procedure was to treat a de novo lesion in the distal right coronary artery with heavy tortuosity and no calcification. A 3.25x23 xience xpedition rx stent delivery system (sds) was advanced, became entangled with a non-abbott guide wire, and could not cross the target lesion. The guide wire was wrapped around the sds stent. The guide wire was able to be loosened from the sds stent by advancing and withdrawing. The sds and non-abbott guide wire were removed as a single unit because of the entanglement. Upon removal it was noted that the proximal portion of the stent was flared. A new same size xience xpedition was used to successfully complete the procedure. There were no other devices or procedural issues noted. There was no adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported for difficult to position, difficult to remove or material deformation from this lot. Based on the information reviewed, there is no evidence to indicate the presence of a potential issue/observation caused by, or related to the design, manufacture, or labeling of the device.